Event description:
Patient was implanted with ti cannulated tibial nail ex construct on an unknown date approximately a year ago. Reportedly two months post-operatively, the patient developed diabetes and couldn't keep weight on and subsequently there was a non-union and an infection at the broken tibia fracture site. Patient was returned to the or on an unknown date for revision surgery. The surgeon removed the locking bolts, cleaned up the infection and implanted a bone stimulator. It was reported the patient has not healed to date. The patient's wife is concerned about possible allergic reaction and other health concerns. Reportedly the patient has developed large bump around the fracture site. This report is for an unknown cannulated screw. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.